Manufacturer narrative:
Date of report: 24aug2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit was sitting in corner in the off position and then turned itself on and now will not turn off. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). The rse stated that the ui pcb may be faulty. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted. Due to the lack of additional information, it is unknown if any parts or repair has been conducted. Upon further investigation, the customer reported that the issue was discovered during testing, and the unit was not in use on the patient. Therefore, this complaint no longer meets reportability requirements.